Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the front section of the blood sampling valve (bsv) was bent and was causing the leak. The fse replaced the bsv and the leak was repaired. The repairs were verified per established procedures. (B)(4).